Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was in a moderately tortuous and severely calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6 atm. The balloon was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good post procedure.